Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass when stapling, the surgeon was unable to squeeze the handle and the device did not fire. Another handle and reload was used to complete the case. There was no patient injury.